Event description:
The report received from the affiliate indicated that during an interventional procedure, a dissection occurred. After deploying the cypher 3.0 x 23 mm stent to treat the previously mentioned dissection, while removing the stent delivery system (sds) of the 3.0 x 23 mm stent through the terumo introducer sheath the physician felt friction/resistance. The physician removed the sds slowly and observed that the sds was fractured/separated at 30-40 cm distally from the hub of the shaft. A micro snare was used to successfully retrieve the remaining portion of the sds. The physician inspected both ends of the broken sds and reported that the sds was not compressed nor flared. A third cypher 3.5 x 13 mm stent was the implanted successfully at the proximal lad target lesion proximal to the two previously implanted cypher stents. The procedure was finished successfully. The approach for the procedure was femoral. The target lesion for the procedure was the proximal/mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, moderately calcified, moderately tortuous, and a 99% stenosis. A heartrail2 7 fr. Guiding catheter , and two guidewires were used -an eal one for the lad and a fielder fc for protection of the first (1st) diagonal sidebranch. The lesion was pre-dilated with a ryujin 2.5 x 15 mm balloon. Since the lesion was less than 30 mm in length, the physician decided to use two cypher stents, a cypher 3.5 x 18 mm and a 3.5 x 13 mm stent. The first cypher 3.5 x 18 mm stent was implanted at 18 atm for 30 sec in the mid lad. A dissection was noted at this time from the distal end of the stent towards the second (2nd) diagonal branch. The dissection was treated by percutaneous transluminal angioplasty (ptca) with a ryujin balloon and implanting a cypher 3.0 x 23 mm stent (stent #2) in overlapping fashion.

Manufacturer narrative:
Pease not that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00577 and # 9616099-2007-00578.